Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic during follow-up in backup vvi. Patient was feeling weak. A device download was performed successfully and post download patient stated feeling much better. Device remains implanted.